Manufacturer narrative:
Session records were provided for review by technical services. Analysis of the session records indicated that the oversensing event was sensed by the device.

Event description:
It was reported that oversensing was noted on the right ventricular (rv) lead. Abbott technical support was contacted and reprogramming was performed to resolve the event. The patient was in stable condition.